Event description:
It was reported that bd ultra fine¿ pen needles were bent and unable to deliver medication. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. 320122 batch no. 8158528 it was reported that pen needles were bent at non patient end. Also reported insulin would not flow through needle. This complaint was split due to being created at a different site and related pr 879522 records the same issues of clog and bent (npe) for lot 7256607. Verbatim: spouse of consumer reported that the pen needles were bent at non patient end. Consumer noticed it after attempting to inject and the insulin would not come through the needle. Spouse stated that the consumer has limited eye sight so he does not prime the needle, does not re-use. Two different lots, # 7256607, product # 320122, no exp date and lot # 8158528, product # 320122, exp 06-30-2023. Occurrence date is unknown. Sending mail kit and two product vouchers.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needles were bent and unable to deliver medication. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. 320122, batch no. 8158528. It was reported that pen needles were bent at non patient end. Also reported insulin would not flow through needle. This complaint was split due to being created at a different site and related (B)(4)records the same issues of clog and bent (npe) for lot 7256607. Verbatim: spouse of consumer reported that the pen needles were bent at non patient end. Consumer noticed it after attempting to inject and the insulin would not come through the needle. Spouse stated that the consumer has limited eye sight so he does not prime the needle, does not re-use. Two different lots, # 7256607, product # 320122, no exp date and lot # 8158528, product # 320122, exp 06-30-2023. Occurrence date is unknown. Sending mail kit and two product vouchers.